Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed.

Event description:
When unpacking radial jaw 4 biopsy forceps during oesophogastroduodenoscopy (ogd) procedure, it was noticed that the metal on the end of the forcep was bent and could not be straightened. The metal on the end of the other rj4 forcep was also bent and could not be straightened. So, the forcep could not be put down the scope. The procedure was finished with another set of rj4 forceps. The patient's condition at the conclusion of the procedure was reported to be "stable". Refer to associated manufacturer report #3005099803-2008-00xxx for a description of the other event.